Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that   when they get constipated they get a shocking sensation in the left side of their vagina. Patient said it is not real bad but they notice it when they are constipated. Pss reviewed the option turn it down or off until they have the chance to talk to their doctor or be seen in person. Reviewed the option to decrease the setting to see if that helps with the shocking sensation and offered to assist pt to use their equipment however the pt's handset was dead and plugged it in. Warm transferred pt to mobility to resolve handset issue. The patient was redirected to their healthcare provider to further address the issue. The patient also reported they have been taking a stool softener to correct their constipation but they also don't want to get diarrhea. During the call back, pt was successful to synch with their ins and decrease by one tenth, pt did not have any sensation stating they only felt the shock when they were constipated. Pt said (since prior to getting interstim) they have constipation and diarrhea because they have ibs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a manufacturer representative (rep) helped the patient turn it down one level. Also being constipated makes it do the same.